Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports a leak in the y-junction (bifurcate). The catheter was implanted approximately 3 years ago. The catheter was replaced on (B)(6) 2015. The indwell time was approximately 3 years. There was no patient injury.

Manufacturer narrative:
One sample was received at the manufacturing site for analysis and investigation. The product involved is palindrome product ID 8888145015, lot# unknown. The sample consisted of one catheter of product 14.5 fr tal palindrome with slots catheter, 23 cm implant length, 40 cm overall length (oal). The catheter came inside a plastic bag and it presented signs of use (presence of blood). A visual inspection was performed and a hole was found at the joint of the catheter, below the hub. Additionally the sample was cut approx. 2cm below the cuff and it can be noted a kind of tape around the hub. During functional testing (underwater test), bubbles were detected; they were coming out below the hub, from the lumen which corresponds to the venous extension. The lumen related to the arterial extension did not show bubbles during the test. Batch record review could not be performed since the lot# involved is unknown. As per the instructions for use, the customer has to perform a visual inspection before using the device. The catheter tubing can tear when subject to excessive force and rough edges. Inspect the catheter frequently for nicks scrapes and cuts which could impair its performance. Based on investigation findings the most probable cause is product misuse (leak could be caused due to excessive force or due to an inappropriate use of cleaning agents). According to the event description the catheter perform as intended for about 3 years which is considered enough evidence to rule out that the holes were caused during manufacturing operations activities. This failure mode is being addressed thru a corrective and preventative action (CAPA) and health hazard evaluation (hhe) therefore it is being referenced in this complaint. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
(B)(6). An investigation is currently under way; upon completion the results will be forwarded.